Manufacturer narrative:
Device received with no button response at esc due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, moisture damage at electronic assembly. Also, moisture damage on the keypad, motor and vibrator assembly during visual inspection. Device received with cracked reservoir tube lip, broken battery tube threads, cracked case from display window corner, cracked case, cracked case from reservoir tube window corners, cracked reservoir tube window, missing end cap sticker and corroded battery tube. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. Customer stated that the button error alarm was not accepting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.